Event description:
It has been reported that AED may not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as there was high potential in a self test warning where the alert may not have been cleared by operator.